Event description:
A male customer with past medical history of hypertension, cardiac disease, arterial disease and intestinal disease reported receiving erratic readings of 136 mg/dl, 46 mg/dl and 111 mg/dl from his freestyle freedom lite meter. Customer also reported being found on the floor and losing consciousness. Paramedics were called and they provided intensive care to the customer with oxygen and unspecified fluids and an unspecified test was performed. Customer was then transported to a health care facility where he was diagnosed with severe hyperglycemia and given intensive care to the customer with oxygen and unspecified fluids and an unspecified test was performed. Customer further reported taking his oral diabetes and insulin medications during his event. It's unknown what specific reading that customer received at the time of his reported event. In addition, the reported diagnosis is not consistent with the reported symptom. Adc customer services made several attempts to follow up with the customer for clarifications but with out any success. There was no report of death or permanent impairment associated with this event.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to display the apply sample message when performing a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 5:45 am. The patient advised the cca she manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took prior to the start of the alleged issue. Immediately after the alleged product issue, the patient claimed she felt symptoms of shaky and low sugar. An hour later, the patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca tried to walk the patient through a retest to resolve the alleged product issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the reported readings were obtained within ten minutes. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were located in the meter memory however, were found on separate dates and times. This is a final report.